Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Laser left kidney stone. "Plastic covering came off during operation". Additional information received on 26th august 2016. No, the wire did not come in contact with a sharp object, it was just passed through the ureteroscope. No picture available. Small plastic fragment was removed from patient and inserted in packaging with guide wire and given back to office.

Manufacturer narrative:
Update - distributor to report source. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the complainant's experience that the tubing had separated from the wire. The root cause of the tubing separation could not be determined. The tubing that had separated from the wire appeared to have been shaved or cut by a sharp instrument or surface. It is possible that when the unit was removed from the scope, it made contact with the edge of the scope, which caused the tubing to separate from the wire. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.